Event description:
It was reported that a patient experienced a breach in aseptic technique. The patient reported having disconnected from the homechoice machine without using proper aseptic technique, specifically not using a flexicap. The technical services representative advised that the patient start therapy over using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for analysis; therefore, no evaluation could be performed. Proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device. The guide instructs users to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If additional relevant information becomes available, a supplemental report will be submitted.